Manufacturer narrative:
Investigation of this event is in progress. Once the investigation is complete, a supplemental report will be submitted.

Event description:
A patient implanted with an evoke spinal cord stimulation (scs) system reported intermittent connection between their charger and closed loop stimulator (cls). Troubleshooting included use of a different charger, review of the patient¿s cls implant site and positioning, and a cls reset. A cls revision was completed.

Manufacturer narrative:
Additional information: section d4 - expiration date, unique identifier (UDI) #. Section d6b. - explantation date. Section d9 - 9. Date returned to manufacturer, device returned to manufacturer. Section g3 - date received by manufacturer. Section g6 - type of report. Section h4 - device manufacture date. Section h6 - evaluation codes. Section h11 - manufacturer narrative. The closed loop stimulator (cls) was returned for analysis. The device successfully charged to approximately 50% using a reference charger with no anomalies observed. Charging was terminated when attempting to charge beyond this level, thereby, reproducing the reported event. Additional attempts to charge the device resulted in repeated occurrences of this behavior before a successful charge was achieved. Additional testing identified high current consumption outside the acceptable range for voltages equal to or greater than 3.6v. The reported charging difficulties and high current consumption were traced to a transistor associated with a battery monitoring pin on a microcontroller. This caused the microcontroller to incorrectly interpret the battery as fully charged, resulting in premature termination of the charging process. Following replacement of the component, the expected charging behavior was restored. The manufacturing records were reviewed, and the documentation indicates the device met all requirements prior to release.